Event description:
Six months post-treatment, the patient has no lingering signs of infection.

Event description:
Approximately 1 week after surgery, the patient presented to the physician with increased redness and dehiscence along the anterior aspect of the chest incision. The patient also had pain along the submandibular incision. A small amount of purulence was noted and cultured and he was placed on mupirocin and bactrim due to a history of mrsa. By week 2 post implant, the patient's condition had improved.